Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon popped and the procedure was completed at this time. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as handling or manipulation during the during initial use or during the procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon popped and the procedure was completed at this time. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.